Event description:
It was reported the patient experienced fever and oozing at his ipg site due to infection. The physician prescribed antibiotics and the patient is under observation. Further follow up identified the physician assistant observed the wound has opened. No further information available at the time.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot.  However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's infection has cleared and the patient is "doing well ".